Event description:
It was reported that the patient experienced a loss of therapeutic effect, with no stimulation sensation, and a return of symptoms. There was no known related incident or accident reported. The patient increased the stimulation from 3.8 volts to 7.0 volts on program 4 (and all other programs) with no change in the lack of stimulation sensation. There were no error messages displayed. It was later reported that, at a physician appointment to check the patient's implantable neurostimulator, the device was noted to have stopped working completely. The patient received no stimulation. The patient's device was reprogrammed. It was suggested that two of the leads were malfunctioning and would need to be replaced when the neurostimulator was replaced. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).